Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name: (B)(6). The cause of the complaint could not be identified, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. The leakage of drug solution during customer usage is due to a hole in the catheter tube. The tube might have been punctured by a needle which is only likely to happen when there is reinsertion of the needle to the tube during catheter placement. Lot history file and retention samples were not confirmed since the lot number is unknown. We have 2 stages of 100% visual inspection that can detect catheter tube defects. Defective products are immediately discarded and disposed of. Furthermore, qc conducts visual and functional inspections to check the product quality before shipment. Only lots that passed the final inspection are allowed to be shipped. (B)(4).

Event description:
The user facility reported that after the reported product was indwelled, the drug solution leaked around the hub when the drug solution was injected. The solution inside a syringe and an extension tube is water. I.v. Catheter was changed. Device was used with the extension tube and syringe. Additional information 23 dec 2021: tc provided the evaluation of the actual sample that a visible hole was observed on the catheter tube near the hub.